Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis initially confirmed the reported event during repair of the unit, the interconnect flex was out of specification. The interconnect flex and main printed circuit board (pcb) were further analyzed. The subassemblies were connected to a functional unit and tested. Power-up was normal with nominal current consumption. Pacing performance was observed and the unit performed within specifications. During this in-depth analysis the failure mode could not be confirmed. It was also noted that the upper case, battery flex, heart lead flex, and printed circuit board screws were corroded, the battery drawer, battery drawer end cap, battery latches, ring cover and battery drawer o-ring were contaminated, the lower case was broken and contaminated and one side bail cover was broken.

Event description:
It was reported the output current was not adjusting correctly. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the interconnect flex was out of specification. It was also noted that the upper case, battery flex, heart lead flex, and printed circuit board screws were corroded, the battery drawer, battery drawer end cap, battery latches, ring cover and battery drawer o-ring were contaminated, the lower case was broken and contaminated and one side bail cover was broken.